Event description:
As per the reporter two fitbone nails, once implanted, did not work. Another nail was implanted. Surgery time prolonged of 2-3 hours.

Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted.